Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Femoral impactor broke during implantation.

Manufacturer narrative:
The device associated with this report was not returned. The initial report stated the device would not be returned for evaluation. The failure of the over molding is suspected to be associated with residual stresses in polymers. The device concerned in this complaint had over molded radel for the adjust wheel. The material of the adjust wheel changed from radel to avaspire per (B)(4) as a running change for future batches. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if inform femoral impactor broke during implantation. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Ation is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.